Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted and replaced; this was due to the fact that fluid was detected in the ins during a new lead implantation. It was noted that all impedances were normal and the explanted ins had normal battery depletion. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient outcome was "fine." It was noted that the patient was unaware of the issue and that a new device was used.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay. Foreign material (suspected body fluids) was observed in the connector port. The connector block is not designed to be leak-proof. There are sealing rings to isolate the circuits even if fluid enters, therefore, fluid in the port would have not impacted device performance. It was also observed that the setscrew was backed out too far.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_unknown_lead lot#: serial#: implanted: explanted: product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).